Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned be determined for analysis. Based information on the received, the cause of the reported incident could not conclusively determined. (B)(4)..

Event description:
Further follow-up indicates the leads were explanted due high impedance.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 1627487-2020-02249. It was reported the patient has been receiving inadequate therapy due to lead migration. As a result, the patient underwent surgical intervention where both leads were explanted and replaced. Surgical intervention resolved the patient's issue.